Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by changing pump supplies. No assistance from a third party was required. Customer changed infusion set and cartridge and resumed insulin.